Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead had an infection with sepsis. No additional adverse patient effects were reported. The rv lead remains capped.